Event description:
It was reported that during surgery after meshing the skin, the holes aren't even, leaves a big strip. Patient impact is unknown. Due diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). D10: medical product. 00770102200, ratchet handle, lot: unk, serial: unk. 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot: unk, serial: unk. G2: foreign. Event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.